Event description:
It was reported that pump experienced malfunction alarm 16-0x20e6, which repeatedly appeared when pump started and prevented access to pump functions. No information was received about customer¿s blood glucose level or any impact. Customer arranged to return pump for evaluation, and a replacement pump with different serial number was provided while distributor and technical team awaited returned device for further checks.